Manufacturer narrative:
Batch review performed on 19 january 2026. Stem: amistem-hp 01.18.132 amistem-h std. Size 2 (k093944) lot 122546: (B)(4) items manufactured and released on 29-aug-2012. Expiration date: 31-jul-2017. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about13 years and 3 monthsfrom the primary, the patient came in presenting hip pain and a loose stem was diagnosed after x-rays and a CT scan. The surgeon revised the medacta liner to a medacta liner and revised the medacta stem and head to a competitor stem and head. The surgery was completed successfully.